Event description:
It was reported that (1) device was used during a splenectomy. It was reported by the affiliate that the tsw45, with a tr45w, would not deliver the staples when fired. Another instrument was used to complete the case. There was no consequence to the pt.